Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture and high pacing impedance via merlin transmission. High ventricular rate (hvr) events also showed loss of sensing. X-ray revealed lead tip looked like the same place. Lead dislodgement was suspected. Lead revision was discussed. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable before, during and after the procedure.